Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels greater than 600 (mg/dl) and diabetic ketoacidosis. Customer administered insulin injections to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin. Customer's health care provider reported that review of pump history revealed infrequent testing and insulin bolusing. Recommendation was made to the customer to contact tandem technical support to perform troubleshooting for future bg events. Despite multiple follow-up attempts by tandem technical support, no additional information was provided on the reported event.